Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2015 to revise skin tissue around the implant site. During the same procedure a longer abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.